Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted ¿the previously implanted mesh was identified and dissected off of the bowel. There were two areas of adhered mesh to the bowel necessitating a bowel resection.¿ it was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.